Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent lysis of adhesions on (B)(6) 2005 due to left adnexal mass and left ovarian remnant syndrome. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following the procedure the patient experienced pain, infection, dyspareunia, and urinary problems. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent cystoscopy and revision of tvt on (B)(6) 2004 due to vaginal erosion s/p tvt and pelvic pain. No additional information was provided.